Manufacturer narrative:
Due to character limitation in e1 for event site name, the full event site name is (B)(6). A getinge field service engineer (fse) confirmed unit slot number 01 battery was not charging and after checking unit both batteries are charging in slot no 02. Fse confirmed unit's both batteries are working fine. Fse replaced power management board (d670-00-1162) to resolve the issue. Fse confirmed both the batteries charging properly. Device observe more than 1 hr. All parameter checked with trainer balloon and unit working fine. There was no patient involvement and no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during a routine check , the cardiosave intra-aortic balloon pump (iabp) unit has one battery module charging issue. There was no patient involvement reported.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).